Manufacturer narrative:
UDI(di): (B)(4).

Event description:
It was reported that the patient presented to the clinic with intermittent increase in heart rate. Upon interrogation, pacemaker-mediated tachycardia was noted. The pulse generator exhibited normal electrical characteristics. No intervention was reported and the device remained implanted.